Manufacturer narrative:
Lot number updated from unknown to 0023920847. Expiration date updated from unknown to 06/07/20201. Unique identifier (UDI) updated from unknown to 08714729960775. Device manufacture date updated from unknown to 06/08/2019. Device evaluated by manufacturer: a kink was observed in the sheath assembly from the femoral marker to the distal end. No other visual damages were observed. During functional testing, it was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance testing shows an electrical short at distal wave form. During image characterization testing, no image appeared in the ilab system. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray analysis, no discernible defect could be seen.

Event description:
It was reported that device fracture occurred. The opticross 6 hd imaging catheter was advanced inside the patient. There was no picture on the intravascular ultrasound machine and it was thought the imaging catheter was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient status was fine.

Event description:
It was reported that device fracture occurred. The opticross 6 hd imaging catheter was advanced inside the patient. There was no picture on the intravascular ultrasound machine and it was thought the imaging catheter was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient status was fine.